Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. During baxter's evaluation of the device, review of the history log revealed 1 instance of a door jammed alarm, which is likely what the reported symptom is referring to. Therefore, the symptom of door jammed was considered confirmed, but could not be reproduced. The device was found to be operating within specification in relation to the reported symptom.

Event description:
It was reported that a spectrum infusion pump had an unidentified out of box failure. During baxter's evaluation of the device, review of the history log revealed 1 instance of a door jammed alarm, which is likely what the reported symptom is referring to. It was also reported that there was no patient injury.